Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of bacterial peritonitis in a patient coincident with physioneal therapy. On (B)(6) 2012, the patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. Remedial treatment was not reported. The patient recovered from this event. A causality statement was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.